Event description:
It was reported that the patient was scheduled for a revision of the inflatable penile prosthesis as it was not working. The surgery was not performed due to the patient experiencing a bladder infection. Upon removing the patient gown, after sedation, it was apparent he also had a large cyst in the scrotum and a skin infection around the foreskin of the penis. No additional patient complications were reported.

Event description:
It was reported that the patient was scheduled for a revision of the inflatable penile prosthesis as it was not working. The surgery was not performed due to the patient experiencing a bladder infection. Upon removing the patient gown, after sedation, it was apparent he also had a large cyst in the scrotum and a skin infection around the foreskin of the penis due to improper hygiene. The patient also experienced a loss of cognitive function. No additional patient complications were reported.